Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia on (B)(6) 2021. Customer blood glucose level at the time of incident was 33.3 mmol/l and his current blood glucose level was 20.9 mmol/l. Customer was treated with intravenous drip in hospital. The insulin pump will not be returned for analysis.